Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a retrograde intrarenal surgery (rirs) procedure in the ureter performed on (B)(6) 2023. During the procedure, they could not insert the stent in the ureter. It was observed that the distal part of the stent was buckled, therefore, it could not pass in the ureteral orifice. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040601captures the reportable event of stent buckled, inside the patient.